Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2009 due to pain, pseudocapsule, cloudy fluid, synovitis, slight dark staining of tissue around joint, and impingement of the trunnion. The acetabular cup, modular head and liner were removed and replaced with biomet products. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same person (reference 1825034-2012-00962, 01226 & 2013-03932 / 03933). The previous revision procedures on (B)(6) 2012, was reported on medwatch numbers 1825034-2012-00963/00965.